Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft3 iii assay ver. 2 on two cobas e 801 module analyzers and a cobas e 411 immunoassay analyzer. The questionable results were reported outside of the laboratory to a physician. The specific date of the event is not known. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer. The sample was then provided for investigation where it was tested on a second e 801 analyzer and an e411 analyzer on (B)(6) 2023. The sample was also repeated using the abbott architect ft3 method. The serial number of the e 801 analyzer used at the customer site was requested, but not provided. The ft3 iii v 2 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). The ft3 iii v 2 assay reagent used on this analyzer was lot number 611920, with an expiration date of 31-may-2023. The serial number of the e411 analyzer used for investigation is (B)(4). The ft3 iii v 2 assay reagent used on this analyzer was lot number 573234, with an expiration date of 31-jan-2023.

Manufacturer narrative:
The investigation could not identify a product problem. A general reagent issue can most likely be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used.